Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 was failed. A field service engineer inspected the latch assembly and found that the magnet in the latch inseparable had fallen out, replaced the inseparable and tested the system using both the hardware test application and the dispensing application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 was closed and locked; however, the system indicated a drawer failure, stated it failed to lock. When attempted to recover the drawer, the system prompted the user to clear any obstructions and close the drawer, but the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.